Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1 was failing. The field service engineer replaced the inseparable magnet with the newer version to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system that the drawer was failed. The customer stated that this malfunction occurred while user was trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.